Event description:
24 gauge, 3" catheter placed. Line flushed with saline. After flushing, patient's face became flushed. He felt nauseated and had increased difficulty with breathing. Catheter was immediately removed and oxygen given. Symptoms resolved within 10 mins. No medication treatment given. Pt back to baseline within 30 mins.